Manufacturer narrative:
Product complaint # pc-(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:lkp660- mfg. Date - 09/12/2017 ; exp. Date - 08/31/2022. Lkh039- mfg. Date - 9/18/2017 ; exp. Date - 8/31/2022. Ljr999 - mfg. Date - 08/05/2017; exp. Date - 07/31/2022. Lmh071- mfg. Date - 11/11/2017 ; exp. Date - 10/31/2022. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Actual samples were returned for evaluation. During the visual inspection the swage and attachment area were as expected and marks were observed on the body needle. The end of the suture was observed cut appears to be by use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. In addition, the samples were tested by knot tensile strength and the result was above the minimum individual strength requirement. According to the sample condition suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). Additional evaluation summary: representative samples were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was observed. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement. Per the condition of the representative sample, no suture breakage was found on the suture and the tested sample met the finished goods requirements. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was reported that the suture broke during the procedure. The doctor reported that the suture is very brittle and of very poor quality. No adverse patient outcome was reported. Additional information has been requested.